Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon rupture occurred. The target lesion was located in a moderately calcified unknown vessel. The 2.50x15mm apex balloon was inflated and ruptured. The balloon was removed intact. No patient complications were reported and the patient condition is fine.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).